Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. (B)(4).

Event description:
A facility representative reported that twenty years following an intraocular lens (iol) implant procedure, a patient reported decreased vision for two days. The iol was dislocated. The iol was exchanged for a different manufacturer's iol.

Manufacturer narrative:
Product evaluation: the lens was returned wrapped in surgical gauzes. Blood and solution is dried on the lens. Both haptics area bent in the gusset and distal area. The optic is cut in half, typical of insertion and removal. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).